Event description:
Information was received from an international distributor that their customer reported there was an odor coming from the ventilator. It was unknown if the ventilator was in use on a patient or if an alarm sounded; however, the customer reported there was no patient harm. The distributor's service engineer confirmed the reported problem. The service engineer replaced the power supply snubber pcb to correct the problem. The snubber pcb was returned for factory failure analysis. Failure analysis revealed a discolored inductor with signs of thermal aging; however, the snubber pcb functioned to specification and the report of odor was not duplicated.

Manufacturer narrative:
Na